Event description:
Two days after surgery, pt notified doctor. That burr had occurred during 3rd molar extraction on 9/23/96. No add'l medication or treatment was prescribed.

Manufacturer narrative:
Instrument received on 5/9/97, tested per the acceptance criteria. No problem was found. Instrument did not overheat. Tear down of the instrument found nothing to cause or contribute to the reported problem. Possible cause for overheat by user may be excess run time without cooling or not having the bur fully locked in place. Letter is being sent to the customer for review of cautions and instructions in the user manual. The user manual outlines monitoring of instrument for overheat during use and coolig instructions.